Event description:
It was reported that multiple occlusion alarms occurred. There was no reported adverse impact on the customer¿s blood glucose level. The customer received instructions to clean the pump's vent holes and avoid wearing the pump directly against the skin. The matter was escalated to the clinical field team for further support, and the customer was advised to contact technical support during future occlusion events. The customer understood and acknowledged the instructions given.